Event description:
It was reported prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the implant of the valve, the second outflow paddle pocket was slow and difficult to release from the delivery catheter system (dcs). There was a slight pull back on the dcs during the deployment which shifted the system, including the valve, upward. It was noted that the dcs was not twisted or torqued at any point during deployment. Following full deployment and prior to slowly withdrawing the dcs, the nosecone was centered within the frame inflow by slightly retracting the medtronic guidewire. Upon withdrawal of the dcs, the nose cone of the dcs came into contact with the inflow of the valve and the valve dislodged upwards. Following valve dislodgement, the patient had a mean gradient of 2 millimeters of mercury (mm hg) and mild to moderate aortic insufficiency was observed. Subsequently, a second transcatheter valve was implanted valve-in-valve. It was noted that a 1 hour delay occurred as a result of the dislodge. Per the physician, the paddle-hang up contributed to the dislodge

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx plus valve, product ID: evfxplus-26, serial/lot: (B)(6), use by date: 2026-08-23, UDI: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that following the dislodgement, moderate-severe paravalvular leak (pvl) and central regurgitation occurred prior to the second valve being implanted.

Manufacturer narrative:
Image review: three media images of the event were provided for review. There is evidence of the valve deployed at proper implant depth at 80% deployment. It was reported that during deployment, the second outflow paddle pocket was slow and difficult to release from the delivery catheter system (dcs). There is evidence that the paddle was still attached to the pocket. There was 10 mm of capsule flare beyond the radiopaque marker band. There is evidence that the capsule flare was still covering the paddle pocket, and that could possibly be the reason the valve shifted during release. Updated: b2, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.